Event description:
Customer reports, primary lumen has a hole in it. The line was inserted into the baby; the hole was initially inside the baby. After x-ray, readjustment to the line exposed the hole. The baby's fingers turned charcoal grey; mottling on the chest occurred. The line was checked and the leak was found. The device was removed. The baby has improved. Baby is awaiting a CT scan.